Manufacturer narrative:
The laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. It was found that the private server lens was defective and needed a replacement. The defective part could lead to the case server mode of the console; therefore, the reported event was confirmed.

Event description:
It was reported that during a procedure, it was found that the console displayed a red screen when it was started. There was patient outcome reported. The procedure could not be completed due to the issue with the console. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.